Manufacturer narrative:
(B)(4). Pump passed the displacement test but insulin pump error alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery alarm due to insulin pump error alarm. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a no delivery alert more frequently. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.